Event description:
It was reported that the ventricular leadless pacemaker (lp) exhibited an infection and vegetation was noted. There was no allegation from the physician that the infection was abbott procedure related. The lp was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.